Manufacturer narrative:
H3 evaluation summary: mozarc medical conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted hole in the extension tube of the catheter, which led to a leak. It was reported that there was a break or leak on the catheter shaft. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if catheter came into contact with a sharp instrument during use. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all mozarc medical quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, when the pigtail catheter was placed, it was observed to break, which caused fluid to escape and limited the infusion of the solution into the peritoneal cavity, which was why it could not be used. There were no other deficient productsused during the event. The catheter was not repaired. A tego was not utilized, and there was no luer adapter issue. The insertion site was not treated with anything prior to product placement. No medical or surgical intervention was needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.